Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported during the thoracoscopy, the dr fired one ez45b and device black (firing) handle broke. A second ez45b was used and the same thing happened. A third ez45b was used to successfully cut (transect lung). There was no consequence to the pt.